Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is a report by a nurse regarding peritonitis in a (B)(6) female homechoice peritoneal dialysis (pd) patient. On (B)(6) 2010 the peritoneal dialysis nurse reported that the patient had been in the hospital for approximately one month. It was unknown what remedial treatment was needed. It was unknown whether the peritonitis resolved. No additional information was available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd874859 with no issues noted during the manufacturing process. No labeling deficiencies or errors were alleged. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the fourth of four complaints associated with this event.